Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted nine (9) years, three (3) months, is being worked up for valve-in-valve procedure due to unknown reasons.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted nine (9) years, three (3) months, was worked up for valve-in-valve procedure due to unknown reasons. Tmvr was attempted but case had to be aborted due to patient factors.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event was not determined.